Event description:
Philips received a complaint by the customer on the v60 indicating that the device had a dim display and was requesting a user interface (ui) assembly replacement. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, it was confirmed that the user interface (ui) assembly was replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.